Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6: health effect clinical code - ulcer. H6: health effect clinical code - nodule.

Event description:
Dexcom was made aware on 11/18/2024, that on (B)(6) 2024 , the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2024 . Date of event is an approximation. On (B)(6) 2024 , it was reported that the patient experienced a skin reaction with pimples, and infection, underneath sensor pod area only, which occurred 8 days after the sensor had been inserted in the abdomen. The patient stated that when they took of the sensor a lump appeared and turned into an ulcer. The reaction was treated with a prescription of oral antibiotics, ¿carthamin¿. At the time of the report the patient was stable. No additional event or patient information is available.